Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be identified. It was likely that the suggested event occurred due to insufficient reprocessing of the auxiliary water channel by the user. Details of the foreign material were unknown. It was difficult to ascertain the cause of the event any further. The instructions for use (IFU) states the following guidelines: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators.

Event description:
It was reported by the customer, the evis lucera elite gastrointestinal videoscope had no image. The issue was found at reprocessing and not in a procedure. No patient harm reported. It was unknown if the device was inspected before use. The procedure was completed using the same set of equipment. During the evaluation of the device, it was noted foreign debris was found protruding from the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the foreign debris found protruding from the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The image was showing interference. A blockage was present in the air/water nozzle. The blockage appeared to be a grey rubber type material. The item did not originate from the olympus endoscope. Also noted, the bending section rubber (bsr) was found to be leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.